Event description:
It was reported that a patient's healthcare provider contacted technical support because the patient arrived at the clinic with a severely damaged pump that was being held together by tape. There was no adverse impact to the customer's blood glucose level. Customer technical support followed up on the issue by sending an email and attempting a follow-up call, during which they left a voicemail, and subsequently closed the case.